Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review/ remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of (B)(4).  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was intended to use a evercross dilation catheter in a heavily calcified sfa. The device was prepped per IFU, placed over guide wire and advanced to the desired area for treatment. The balloon was slowly inflated to 10 atm, 2atm every 15 sec, once it reached 10 atm, the balloon burst. It was safely removed out of the patient. Once inspected, the tear seemed to be longitudinal. Another balloons was used to continue the treatment. No patient injury reported.